Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for a reset error and for a history error. The blood glucose reading was 72 mg/dl. The insulin pump was not stored or out of use for an extended period of time. The reset alarm occurred shortly after inserting a new battery and the customer was advised that the insulin pump experienced an unexpected restart. The other error alarm had not occurred during the prime sequence. Two of these alarms were noted in the insulin pump history and the customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with test minilink and the glucose sensor simulator and communicated properly with glucose sensor simulator; the sensor feature working properly. No bad sensor or lost sensor alarms noted. No unexpected a17, a21 and low battery alarm noted during testing. No unexpected pump restarts or reset time and date anomaly noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.